Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent for a procedure. It was noted that involved product the fns femoral neck system, where the neck tubing zimmer assembly came undone when during the entirely neck assembly nonfunctional. It is unknown if there was a surgical delay and if the procedure was successfully completed. Patient status is unknown. This complaint involves one (1) device. This report is for (1) 10.2mm cannulated drill bit length 251mm. This report is 2 of 2 for (B)(4).